Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump was not returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the log files revealed an increase in power consumption beginning june 24, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's international normalized ratio (inr) was 3.6 and her medications had been adjusted on (B)(6). The patient reported a headache on (B)(6) and on (B)(6) the patient was reported to not be acting themselves, and was found disoriented in the bathroom. The patient arrived to the hospital with an inr of 6.6 and the patient is diagnosed with a large parietal lobe intracranial hemorrhage with 6 millimeter shift. The patient was intubated and remains in intensive care unit (ICU). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient's care was withdrawn and they subsequently died. The patient's cause of death was reported as intracerebral hemorrhage and subarachnoid hemorrhage. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's care was withdrawn and they subsequently died. The patient's cause of death was reported as intracerebral hemorrhage and subarachnoid hemorrhage. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Additional information was also updated for the annex e codes product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the log files revealed an increase in power consumption beginning (B)(6) 2018. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Information received from the site revealed that the patient had headache and was found disoriented. The patient was diagnosed with a large parietal lobe intracranial hemorrhage. The patient was intubated and was kept in intensive care unit (ICU). Later, the patients care was withdrawn and subsequently expired. Per the instructions for use, neurological dysfunction, bleeding and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Possible factors that may have led to the event include but are not limited to intracerebral hemorrhage and subarachnoid hemorrhage. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.